Manufacturer narrative:
No product was returned for investigation. The root cause of the purpura fulminans and ischemia was unable to be determined due to insufficient clinical details. The root cause of the optical sensor issue is most likely due to the patients condition based on the placement signal trend and clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp exhibited mottled bilateral lower extremities, likely from toxic shock syndrome, and right lower extremity pulses were lost. The patient was treated with a perfusion catheter. The patient developed purpura fulminans and underwent a fasciotomy. Additionally, there were placement signal alarms. Later, care was withdrawn and the patient expired on impella support.